Manufacturer narrative:
Used for catheter.

Event description:
It was reported that the pt had a catheter and pump which were disconnected. During the revision, the hcp opted to replace both pump and catheter. The previous dose was 16mg/day however, the drug was being delivered subcutaneously because of the disconnect. The hcp filled the new pump with 25 mg/ml and started the dose at 1.2mg/day. See also manufacturer's report #: 3004209178200803131.